Event description:
It was reported the patient presented to the clinic for a scheduled follow up. The patients implantable cardiac monitor (icm) was noted to have stopped sending transmission due to mymerlin application upgrade issue. During interrogation, the icm was unable to be interrogated. A sales representative was contacted and the icm was successfully re-interrogated. No patient consequences were reported.